Event description:
It was reported that interrogation of this implantable device revealed three stored episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf). One of the episodes was non-sustained with observed undersensing of the ventricular signal. Anti-tachycardia pacing therapy (atp) was delivered and did not convert the rhythm. Following the atp, the vf became very fine and was prolonged more than thirty seconds due to undersensing. The rhythm was converted once the shock was delivered. Device interrogation was performed and settings were reviewed; however, no changes were made. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.